Manufacturer narrative:
(B)(4). Only the proximal segment of the pushwire containing the tack weld replacement (twr) crimp was returned for evaluation as the remaining portion of the pushwire was discarded, and the coil was implanted in the patient. The proximal pushwire segment was returned for evaluation within the introducer sheath with only the release wire extending out from the introducer sheath. The coin was measured in 3 locations per the drawing and was found to be within specifications. The pushwire segment was then removed from the introducer sheath for further evaluation. The tack weld replacement (twr) crimp was found to be intact. No other anomalies were found. The distal segment of the pushwire and the implant coil were not returned for evaluation; therefore, any contributing factors from these could not be assessed. Based on the above findings, the customer report of "premature detachment" was confirmed. Only the proximal pushwire segment containing the tack weld replacement crimp was returned. Per the customer report, the remaining portion of the pushwire broke accidently upon removal from the microcatheter and was subsequently discarded. It is possible that the implant coil became prematurely detached during the repeated repositioning reported by the customer. All coils are 100% inspected for damages and irregularities during manufacture. Note: per the axium coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Axium coil was implanted in the patient and pushwire have not been return for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during the treatment of cervical pial (spinal intradural) fistula measuring approximately 6mm x 15mm. One axium helix (6x20) did not form loops in the desired location and two to three attempts were made to reposition it. During the repositioning of the coil, it prematurely detached inside the microcatheter. As the coil was pulled out, only the pushwire came out. The coil was successfully implanted in the patient. The other axium helix coil (6x20) got detached inside the microcatheter. The physician did not try to detach the coil, they were still trying position the coil into the desired location and when they attempted to pull back the coil to reposition it, they discovered the coil had prematurely detached. The coil was not at the desired location but proximal to the cervical pial fistula and remains in the patient. On removing only the push wire came out. There was not any resistance during deliver of the coil. The patient's anatomy was moderately tortuous. No medical intervention was required. The patient was reported to be in stable condition. Same event as MDR # 2029214-2015-00900.